Event description:
St. Jude malfunctioining ICD lead. Externalized conductors between the 2 shocking coils. The patient had cardiac fluoroscopy today with evidence of the externalization. Patient exhibited no symptoms prior to procedure, requesting to schedule an elective replacement.